Event description:
During the index procedure, one endeavor rapid exchange (rx) drug-eluting stent was implanted in the mid lad. The patient was free of symptoms at the 30 day, 6 months, 1 year, 1.5 year, 2 year, 2.5 year, 3 year and 4 year follow up. It was reported that the patient suffered a gastro-intestinal bleed approximately 3 years and 9 months post the index procedure. The patient was on dapt on the time of the event. The patient was hospitalized and received a blood transfusion. Investigator has indicated that event was not related to study device.

Manufacturer narrative:
(B)(4). Evaluation results: inherent risk of procedure (hemorrhage).